Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error and battery out limit from the insulin pump.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.